Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an unexpected restart from the insulin pump. The customer's blood glucose level was unknown. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was advised to monitor the pump and call back if the issues recur. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification. The pump alarmed unexpected restart error due to a broken solder joint on the interface board. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.